Event description:
The device was used during a laparoscopic tubal procedure. Reportedly, the instrument misfired and bleeding occurred. The surgeon applied cautery to complete the procedure. The hospital has reported no pt injury occurred.